Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell causing the touchscreen to shattered. The customer reported a blood glucose (bg) level of 500 (mg/dl). It was indicated that manual injections would be used to address bg levels and for diabetes management.